Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. An alarm indicative of a potential malfunction of the disposable cassette was reported. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed leak, clamp function, and clear passage testing. The device also passed simulated use testing with no issues noted. Upon completion of the investigation, the cause of the alarm could not be determined. The device met functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the caregiver with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.